Event description:
Reporter indicated that the patient fell on their left chest directly onto the surgical site about 6 months ago. After this incident, the generator migrated slowly towards the incision site. In the few days prior to explant, the incision site had opened and the generator was exposed. The patient was rushed to the emergency room and the generator was explanted. Re-implant is scheduled, pending insurance approval. It was reported that since explant, the patient has had no seizure control and that their behavior was "horrible".